Manufacturer narrative:
The initial reporter also notified the FDA on 01-dec-2022. Medwatch report # mw (B)(4). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to use with bd insyte autoguard winged pnk 20ga x 1.16i foreign matter was found in 12 devices. There was no report of patient impact. The following information was provided by the initial reporter: black speckles in the plastic cap of the needle.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 12-dec-2022. Our quality engineer inspected the samples submitted for evaluation. Bd received two sealed 20g x 1.16in. Insyte autoguard winged units from lot number 2208315. A gross visual inspection found that both units had black specks of fm embedded in the needle cover. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect. The material was determined to be burnt particulate resin (non-foreign). The black specks were most likely created as part of the molding process. Burnt imbedded resin specks result from material build up in the barrel/screw. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported prior to use with bd insyte autoguard winged pnk 20ga x 1.16i foreign matter was found in 12 devices. There was no report of patient impact. The following information was provided by the initial reporter: black speckles in the plastic cap of the needle.